Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the nurse noted the tubing separated from the drip chamber while taking it down off the IV pole after an infusion of ns. There was no patient harm.

Manufacturer narrative:
The customer¿s report of a separation was confirmed. During visual inspection, it was noted that the tubing and the drip chamber were separated from one another. Inspection under magnification found that there was insufficient solvent on the tubing. No functional testing was performed due to the tubing already being separated from the drip chamber. Dimensional testing was performed and the tubing measured within specification. The root cause of the disconnection was a manufacturing issue of insufficient solvent being applied at the junction of the tubing.

Manufacturer narrative:
Concomitant medical devices: baxter 250ml IV bag, 5% dextrose injection usp; baxter 250ml IV bag, 0.9 of nacl injection usp, therapy date (B)(6) 2016. Additional information provided. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.